Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the physician visualized a fracture of patients artisa paddle lead during surgery of battery upgrade procedure. There was visible crack which resulted in high impedances. The cause of fracture was unknown. The patient was notified that paddle lead should be replaced in the future.

Event description:
It was reported that the physician visualized a fracture of patients artisan paddle lead during surgery of battery upgrade procedure. There was visible crack which resulted in high impedances. The cause of fracture was unknown. The patient was notified that paddle lead should be replaced in the future. Additional information was received that the patient underwent a replacement procedure. The patient was doing well postoperatively, and all explanted devices were discarded by the medical facility.